Manufacturer narrative:
No samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 2059498. All inspections were performed per the applicable operations qc specification. H3 other text : see h10.

Event description:
It was reported that the bd ultra-fine¿ 1ml insulin syringe was cracked. The following information was provided by the initial reporter, translated from japanese to english: when taking one syringe out of the polybag, the user found that the stopper of the plunger rod was cracked.

Event description:
It was reported that the bd ultra-fine¿ 1ml insulin syringe was cracked. The following information was provided by the initial reporter, translated from japanese to english: when taking one syringe out of the polybag, the user found that the stopper of the plunger rod was cracked.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.